Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found sample was received in used condition without its original packaging. It was also noticed that the cannula was broken. During a review of the production run, line clearance record was reviewed; no discrepancies were observed. Inserter assembly operation was audited and it was performed by the production personnel according to the manufacturing procedures. Training records were reviewed, operators are trained on operation been performed. Maintenance records form site threader machine used for the operation were reviewed; no anomalies were detected. Three samples were taken from the production line and tested; no detachment was detected in any of the tested samples and the cannula was not removed from the site. The retractor assemblies are one hundred percent visually inspected by the production personnel to assure that the needle is properly threaded. Quality performs an in process audit at one hour intervals to verify that needle is properly threaded on the retractor assemblies. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that the broken cannula was left embedded in patient's skin. No medical or surgical intervention was reported.